Manufacturer narrative:
Initial reporter name was not provided.

Event description:
The school nurse called stating the customer received a reading of hi on the contour meter, was retested by a paramedic on a different meter and the reading was 56 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The paramedics were called because of a non diabetes related issue with the customer. The test strip information was not provided because there were no strips left. Product was not replaced.